Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose level of 41 mg/dl. Reportedly, the pump settings needed to be adjusted. Reportedly, the customer required assistance addressing bg level with carbohydrates.